Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found the light guide-bundle of the video cable section is broken, and therefore, the light transmission is lost or too low. Additionally, inspection found the fiber bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, complaint reported was confirmed and was found to be due to broken video cable. A definitive root cause of the broken cable cannot be conclusively identified olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the subject device had dark optics. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the subject device had dark optics. There were no reports of patient harm.